Manufacturer narrative:
Investigation in progress.

Event description:
A medtronic ent rep reported that during an ent fusion case, the software exited when the surgeon moved the straight suction from one nostril to the other. He said that it went to a black screen with white boot text. He reported that there were no core files present. The system rebooted and the case was able to continue as planned with the use of the fusion navigation system. There was no impact on the pt outcome.